Event description:
An update was received from field. It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated on (B)(6) 2019 via right heart catherization where the mean was increased by 44.4mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's clinic wants to confirm the validity of their pressure sensor readings. As a result, a recalibration may be pending.